Event description:
A trilogy evo device was returned to the manufacturer's service center due to a failed active exhalation verification pretest. The device was not in clinical use and therefore, no patient harm or injury have been reported. The device has not yet been evaluated. Should the investigation be complete, a supplemental final report will be submitted.